Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - : lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-ni2 aq310ain, 19.0 diopter, preloaded injector on (B)(6) 2016 and the lens rotated in the nozzle and blocked prior to insertion in the patient's eye. The lens was not implanted and there was no patient injury.

Manufacturer narrative:
Visual inspection of the returned product found the rod passed over the iol, iol was rotated to left and iol was remained inside nozzle as reported. Volume of used viscoelastic material appeared to be enough. There was no irregularity found on injector and iol, all met criteria. We have received similar complaints on same diopter size but not on the products that were only about four months from sterilization. It is still possible the incident was caused by user error but also it is possible that it happened though the user exactly followed the instructions. (Unable to confirm complaint): based on the complaint history, work order search and product evaluation/investigation, a specific root cause of the event could not be determined. (B)(4).